Event description:
It was reported that the pt had deceased. No allegations were made by a healthcare professional to suggest that the death was device related.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Medical examiner office.